Manufacturer narrative:
E1: initial reporter address: (B)(6). H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak between the minicap and the female connector of a minicap transfer set . The leak was further described as "the connection between transfer set and the little white cap is leaking". This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.